Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed following the quality control plan and all passed specifications. Received one 22ga iag bc catheter-adapter assembly with no packaging material. Visual/microscopic examination: the unit revealed traces of blood throughout its components. Slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. Leakage was observed at the connection of the female luer adapter and the slip luer test fixture. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting.